Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing of a thoraco/lobectomy procedure, when the device was connected to a power handle and made an attempt to fire the device, the firing failed (the firing could not advance). The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.